Manufacturer narrative:
(B)(4). The lot was manufactured january 22, 2016 ¿ january 26, 2016. The device was received for evaluation. Visual and microscopic inspection revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling with sodium chloride and meropenem. There was no patient involvement. No additional information is available.